Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert. The right ventricular (rv) lead was noted to have oversensing/noise indicated to be non-sustained episodes and short v-v intervals as well as increased pacing impedance. The oversensing was observed while the patient was sitting still. Reprogramming was performed to turn off high voltage therapies. The lead was capped and replaced. No patient complications have been reported as a result of this event.